Event description:
The chair alarm was placed underneath a waffle cushion. There is a recorded message reminding the patient to stay seated. The recorded message of chair alarm did not activate when the patient exited the chair. Manufacturer response for chair alarm, horizon hcs voice monitor (per site reporter). We have asked horizon to analyze the chair alarm function.